Event description:
A tps unidirectional footswitch was sent for eval because wires were showing on the back of the foot pedal. This was noticed during testing; no adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted if the device is received and the quality investigation is completed.